Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the surgeon indicated 2x 8.5mm synthes end cutting reamer heads were dull and taking extra time in order to ream the canal during a tibial nail. These reamer heads are used during every long nail procedure so wear and tear is normal over time. Procedure was completed successfully followed by three(3) minutes surgical delay. No patient consequences. This report is for one (1) 8.5mm medullary reamer head. This is report 1 of 2 for complaint (B)(4).